Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported that cutter was not cutting and strengthening sheath on the cutter came off during the vitrectomy surgery. The surgery was completed. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, without a tip protector, in a bag, for the report. The sample was visually inspected and found to be nonconforming with the inner cutter in the port, and orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut. The actuation and cut functionalities of the returned probe were unable to be tested due to the no movement of the inner cutter in the port. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard picture. Couple gouge marks observed at two locations on the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. The needle holder/retainer assembly was disassembled and the components inspected, the o-ring in the needle holder was not seated properly and flash was observed in the needle holder. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Two photos attached to the parent complaint were reviewed by the investigation site. Picture 1 shows a pak label with same product and lot number as reported. Picture 2 shows a pak list. The complaint evaluation was unable to confirm the reported cut failure due to no movement of the inner cutter in the port. However, the no movement of the inner cutter in the port could be a potential contributor factor of the reported cut failure at the time the reported event was observed. A potential contributor factor for the observed no movement of the inner cutter in the port is the observed o-ring not sitting properly, the root cause of the o-ring no sitting poor is the flash observed in the needle holder, the flash in the needle holder is related to a manufacturing issue. A non-conformance investigation was completed related to flash in the needle holder. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).